Manufacturer narrative:
Unit passed displacement test. Pump received with broken reservoir tube lip and cracked battery tube threads. The p-cap does not locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked and chipped pieces at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.